Manufacturer narrative:
(B)(4): logs received, devices not sent for evaluation. The customer's report of an over infusion and possible tampering could not be verified. Although requested multiple times, the data set was not received. Only a partial event log was received and the customer reported the devices had been put back into circulation. On (B)(4) 2011 at 9:55am, the pump module was selected and programming parameters were entered using guardrails. The profile and drug could not be determined since the dataset was not provided by the customer , however, the drug ID was logged as drugid=38. The infusion was started at 9:56am with the following parameters: secondary infusion: rate=250ml/hr; vtbi=250ml. Primary infusion: rate=25ml/hr; vtbi=850ml. At 9:56am, the secondary rate was reprogrammed to 200ml/hr. The secondary infusion completed on schedule approximately 1 hour and 15 minutes later. The primary infusion began at the rate of 25 ml/hr and vtbi of 850 ml. At 3:39 pm, a secondary infusion was restarted with the rate at 2ml/hr and with the vtbi at 25ml. On (B)(4) 2011, approximately 12 hours and 30 minutes later, the secondary infusion completed on schedule. At 4:15am, the primary infusion began running at the previously programmed rate=25ml/hr and continued to infuse for approximately 2 hours and 18 minutes. At 6:33am, the primary rate was changed to 2ml/hr and restarted. The pump module was powered off at 6:34am. The root cause could not be definitively determined from a review of the logs alone and devices were not returned for analysis.

Event description:
Biomed reported a morphine over infusion and possible tampering on a pump module. He requested a log review to determine what occurred on or around (B)(6) 2011 at 11:10:16 pm thru (B)(6) 2011 at 7:00 am. He is specifically interested in the events which occurred at 4:15:15 am - 6:33:51 am on (B)(6) 2011. Per his own review of the logs, he thinks someone changed the flow rate. He reported that a hospice patient was on a morphine drip at 2 ml/hr. The patient passed away four days later; however, the facility is not sure if the over infusion played a contributing role. Customer states that no further patient/event information is available.